Event description:
The customer stated that his contour meter was reading higher that his doctor's meter (brand unk). While troubleshooting, he performed control tests and received a result of 193 mg/dl. The normal control range was 99-136 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.